Manufacturer narrative:
The reason for the revision cannot be confirmed from the information provided but may be due to prosthesis wear and femoral loosening as reported, patient conditions, or inclusion of the implanted polyethylene in the packaging recall. However, this cannot be confirmed as the devices were not returned for evaluation.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2020. The patient was revised on (B)(6) 2024 due to femur loosening from poly, and patella wear. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: 4443409 - 02-012-44-2009 - logic tibia implant psc insert, sz 2, 9mm. 6309086 - 02-012-45-2020 - lgc tibial fit tray cem sz 2f/2t. 6663921 - 201-78-15 - holding pin mini sharp point 4 pk. 6660789 - 201-78-81 - 3 trocar, mod. Hex 2pk. S005855 - 521-78-23 - threaded pin size 2.3 collared. S011086 - 521-78-23 - threaded pin size 2.3 collared. S041438 - 521-78-32 - threaded pin size 3.0 collarless. 3009220031 - a10012 - gps implant kit v2.